Event description:
It was reported that the pump had a downstream occlusion. Another pump was used. No patient injury was reported.

Manufacturer narrative:
Product not yet returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h4: device manufacturing date 10/01/2018, d4: catalog number 21-2120-0104-01 d4: correction: model number: 2120.